Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level that was "high" per continuous glucose monitor readings, cause was unknown. Customer declined further troubleshooting for this issue with tandem technical support.